Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and often needed multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller on how to properly press the button and confirmed that the display did turn on, although the issue persisted. Consequently, technical support arranged to replace the pump and instructed the customer on the return process for the faulty device.